Event description:
Event description guidant received information that this cardiac resynchronization, therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.84v., this was more than 0.1v outside the box label voltage. The device was, not subjected to cold storage conditions. The device was not used and, will be returned to guidant for analysis.